Event description:
On 4/8/25, agent called the patient for a follow-up training, where pt mentioned that they had gone to the ER (wife drove) where the patient was treated with IV glucose and released. As a result of this event low bg event, and the patient stopped using the ilet.

Manufacturer narrative:
The DHR was reviewed and the ilet was found to meet all manufacturing specifications prior to release. The device logs were reviewed and it was confirmed the ilet was performing as intended on the day of the event, therefore there is no causal relationship. The cause of the event itself is indeterminate.